Event description:
It was reported that there was a leaking cassette with the cadd solis vip pumps. The customer also stated that the tpn fluid was leaking from tubing's air filter. There was patient involvement. Medical intervention was required.

Manufacturer narrative:
Section e: an email was received from an infusion sales specialist forwarding a complaint from dennis oneil of froedtert. No other information is known. H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 4471005 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode ¿a0282 - leaking¿ could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.